Event description:
It was reported that the device will not lock. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.

Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the test pump cartridge was difficult to turn to the locked position due to corrosion inside u.I. Assembly. The root cause was determined to be corrosion. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.